Event description:
It was reported that patient presented in-clinic for follow-up. Post-paced t-wave oversensing was observed on a real-time egm. Programming changes were made, and no further issues were reported.

Event description:
New information received notes that during a subsequent follow up, post paced t-wave oversensing was still observed. Programming changes were made.